Event description:
During a distal im nail procedure of the tibia, surgeon was using the inter-lock screwdriver to insert the screws. The screws would not lock into the end of the diver, screws dis-engaged. Surgeon had to use considerable amount force to place screws; the end of the driver was spinning out of the recess. This happened with two inter-lock screwdrivers. Surgeon decided to select a different driver and completed the procedure.

Manufacturer narrative:
Two drivers, same part and lot number, were returned. The manufacturing documents were reviewed and no complaint related issues were found. Driver 1: the stationary tip of the driver is twisted 10-30 degrees. The sliding tip of the driver is not twisted. The 2mm at the tip of the stationary shaft has a deformation of one of the teeth of the stardrive. It appears that this deformation was caused by the driver stripping one of the teeth, but only at the very tip of the shaft. Driver 2: the driver's stationary and sliding shafts are both twisted at the tip of the driver approximately 5-10 degrees. The two prongs on the end of the driver that wedge the sliding shaft to engage the screw are both bent away from the handle of the driver. The inside face of the sliding shaft has slight marks, approximately 1 mm from the tip of the shaft. Based on the evaluation above, it appears that the drivers were not fully inserted into the recess when the interlock driver was tightened. An exact cause for this complaint cannot be determined. The design risk assessment was reviewed and was found to be adequate for the intended use.

Manufacturer narrative:
Note: further investigation determined this device was reported in error. MDR decision has been determined as non-reportable malfunction.